Event description:
At a rescue attempt, the analysis of the AED resulted in not shocking the pt when the rescuer thought it should shock. The ambulance hooked up their unit and the person was shocked.